Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Healthcare professional reported "rupture" this is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed, as fold flaw opening. And observed, along the same opening edge two more patterns assessed, as fold flaw openings too. Additional observations: observed, stress marks on the device. Observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, "rupture". This is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "rupture" this is for the left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.